Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient had to charge the ipg frequently. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device was discarded per facility protocol.